Event description:
A consumer reported receiving a reading of 298 mg/dl on their precision qid meter. They also tested on another brand of meter and received a reading of 110 mg/dl. The consumer based their insulin administration on the precision qid meter reading and experienced a hypoglycemic event requiring medical intervention.